Manufacturer narrative:
The suspect device upn lot number were unknown; however, the lot expiration and device manufacture dates were provided. This event was reported to the FDA via a voluntary maude report. The report number is mw5090735. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive peg kit was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while the peg tube was pulled through the stomach and abdominal wall, it separated into 2 parts. The detached portions were removed. The procedure was completed with another manufacturer's device.